Event description:
(B)(4). Severe migraines; increased menstrual flow requiring super plus tampons changed every hour on the second and third days; irregular menstrual cycles; severe cramping; fatigue (doesn't get better with rest); brain fog; forgetfulness; weight gain and unable to lose.